Manufacturer narrative:
It is believed that the issue was caused by a problem in the reference measuring chamber, e.g. Deposition of a blood clot or presence of an air bubble in front of the reference membrane.

Event description:
According to the complaint, the abl800 flex blood gas analyzer (serial number: (B)(6) occurred some electrolytes abnormal results without any error on the sample. A doctor noticed its result was abnormal therefore it wasn't affecting any health hazard to the patient. Customer informed of following measurements: sample ID: (B)(6), (B)(6) 2024 09:07, na 170 mq/l (discrepant value). Sample ID: (B)(6), (B)(6) 2024 09:07, k 6.4 mq/l (discrepant value). Sample ID: (B)(6), (B)(6) 2024 09:07, ca 6.27 mq/dl (discrepant value). . Sample ID: (B)(6) (B)(6) 2024 -30 09:09, na 140 mq/l (comparison value). Sample ID: (B)(6), (B)(6) 2024 09:09, k 5.3 mq/l (comparison value). Sample ID: (B)(6), (B)(6) 2024 09:09, ca 4.32 mq/dl (comparison value). Sample ID: (B)(6), (B)(6) 2024 09:12, na 140 mq/l (comparison value). Sample ID: (B)(6), (B)(6) 2024 09:12, k 5.3 mq/l (comparison value). Sample ID: (B)(6), (B)(6) 2024 09:12, ca 4.27 mq/dl (comparison value). The customer has experienced high values of na, k and ca on the abl800 flex blood gas analyzer (serial number: (B)(6).

Manufacturer narrative:
Initial date received by manufacturer (awareness date) is 08aug2024 and not 07aug2024 as stated in initial report.